Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml of lioresal at 148.77 mcg/day via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2020, it was reported that the patient's pump was providing an error code of 232, indicative of a motor stall. The hcp confirmed that the patient had an MRI on (B)(6) 2020 and did not have the pump checked following the MRI. The hcp stated that the patient had no withdrawal symptoms or alarms and no volume discrepancies were noted. The hcp reported that the motor stall recovery was seen in the logs after they updated the pump. It was confirmed that the telemetry mode was gone and the issue was resolved after troubleshooting. No other symptoms were reported. No further complications were reported.

Manufacturer narrative:
Corrected event date. If information is provided in the future, a supplemental report will be issued.